Event description:
The device was returned to the manufacturer after the patient died of guillian-barre' syndrome. The device subsequently tested out of specification during manufacturer's analysis. It was reported by a health care professional at the facility that the patient's death was not device related.